Event description:
Device report from synthes reports an event in canada as follows: it was reported on (B)(6) 2023, connicle screw extractor not connecting to q/c handle. The surgery was delayed for 5 minutes. A different connical screw exxtractor was used. The procedure was successfully completed. No fragments were generated. There were no patient outcomes or consequences. This report is for one (1) extract-screw coni f/scr ø2.7 3.5+4. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. E3: reporter is a j&j employee. H3, h4, h6 the product was not returned to depuy synthes, however photos were provided for review. The photo investigation did not reveal any evidence to confirm the unable to assemble and damaged condition of the device 309.520, extract-screw coni f/scr ø2.7 3.5+4. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was un/confirmed as the observed condition of the device 309.520, extract-screw coni f/scr ø2.7 3.5+4. Would not contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H4, h6. Part:309.520. Lot no:9489795. Release to warehouse date:13 july,2015. Manufacturing site: werk bettlach. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.